Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that there were two plugs for sealing missing in sterile packaging of the device. The device was implanted without the use of the plugs. Upon additional information, it was reported that the other two plastic plugs dropped into the sterile package and were reinstalled.

Manufacturer narrative:
(B)(4). Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there were two plugs for sealing missing in sterile packaging of the device. The device was implanted without the use of the plugs.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and pictures and the reported event was confirmed through photographic inspection. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Although a definitive root cause cannot be determined, it was concluded that the reported event resulted from a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.